Event description:
Patient reported right-side deflation. Later, healthcare professional confirmed the reported event of deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a crease smooth opening assessed to a fold flaw opening. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device wear abrasion observed in the device no further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported "any creases" via an rga form.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.